Event description:
During deployment of an angio-seal device, the physician did not feel resistance when tamping collagen with the tamper tube. The physician did not feel the collagen, the device did not anchor, and manual compression was required to achieve hemostasis. The next day the pt reported leg pain and presented to surgery with femoral artery occlusion and removal of the angio-seal device were removed. The angio-seal anchor was located in the profunda femoral artery. The superfical femoral artery was found closed by old thrombus and had been pierced by the angio-seal device suture. The collagen was not present. The pt is reportedly in satisfactory condition.